Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the battery icon will show two or three bars and then the display will go blank. The customer states the battery will be replaced, but the pump will sometimes not turn back on. The father states the customer's blood glucose levels have been in the 400mg/dl. The father did not have the pump on hand to troubleshoot. The customer will be calling back when pump is available in order to troubleshoot.